Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as patient was asked for the information regarding symptoms, patient reported that vaginal tingling and itching was not related to stimulator. It was vaginal dryness with a little blood at urination because they were no longer taking hormone supplement as they went to doctor for that and doctor was sure about those as they are related to lack of hormone replacement. Patient was scheduled for interstim implant on (B)(6) 2016.

Event description:
Additional information was received as patient was asked for the information regarding symptoms, patient reported that vaginal tingling and itching was not related to stimulator. It was vaginal dryness with a little blood at urination because they were no longer taking hormone supplement as they went to doctor for that and doctor was sure about those as they are related to lack of hormone replacement. Patient was scheduled for interstim implant on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient for fecal incontinence. It was reported that the patient suspected they have a vaginal infection. They stated that the inside of their vagina was tingly and itchy. The patient was told by their healthcare professional what to get and so forth, but it went away that afternoon so they didn't take anything for it. However, the symptoms returned. The patient stated they had an appointment scheduled for (B)(6) 2016 and said they will probably remove the trial device.